Manufacturer narrative:
(B)(4). Date sent: 10/13/2021. Additional information received: "I can confirm the washer was cut after the case was finished by the surgical team no intervention by jnj employee."

Manufacturer narrative:
(B)(4). Date sent: 09/21/2021. Additional information was requested, and the following was received: ¿ what were the indications for surgery? Unknown. ¿ did the patient receive any preoperative chemotherapy or radiation? Unknown. ¿ what healthcare professional fired the device and what is his/her experience with the device? Junior registrar, has fired device previous but not often. ¿ where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. ¿ did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. ¿ was the device difficult to close? Unknown. ¿ was the device difficult to fire? Unknown. ¿ did the healthcare professional receive audible & tactile feedback when firing the device? No as washer didn¿t break. ¿ was a complete transection of the white breakaway washer visually confirmed? No it was only dented. ¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Staples were not all formed. ¿ was a leak test performed? If so, what type and what was the result? When surgeon inspected anastomosis it fell apart. ¿ was the staple line visualized endoscopically during the initial surgical procedure? Unknown. ¿ what is the current status of the patient? Patient had to receive ileostomy but was ok post op.

Manufacturer narrative:
(B)(4). Only event year known: 2021 batch # 307a94. (B)(4). Additional information was requested, and the following was received: did the device staple? Yes. Was the staple line complete? Yes. Were there any staples missing from the staple line? Not reported. What was the shape of the staples (b-formation, irregular, legs straight)? Looked like b-formation. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes - donuts were fully intact. Besides the additional oversewing of the anastomosis, could you please clarify if there were any patient consequences? Unknown to date but will see surgeon end of wk to find out could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown to date. Additional information received: the anastomosis actually fell apart while trying to over sow, so an ileostomy was created for the patient. The surgeon was glad it was detected during surgery rather than post-op. Surgeon hopes to reverse ileostomy. The surgeon did advise that it was a jnr firing stapler and was not very experienced. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What is the current status of the patient? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection, circular stapler was fired but knife blade did not go fully though inner washer, it dented it but didn't break away. The donuts were intact and looked normal. The surgery was delayed as they over sowed anastomosis. No fragments were generated.